Event description:
A user facility reported to olympus, the forceps/ instrument channel malfunctioned on the evis exera ii ultrasound gastrovideoscope. Upon inspection and testing of the customer returned device, it was observed the adhesive peeled off and cracked. This report is being submitted as a MDR based on this evaluation result. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The evaluation uncovered it was observed the adhesive peeled off and cracked, a leak at the working channel, working channel is perforated at approximate 3.0 cm from the distal end, a leak was detected at the distal end of the charged coupled device (ccd) lens and impact marks visible, water was found in the angled part, angle rubber worn out and cracked, insufficient angular deflection, the nozzle was scratched and the side cap (olympus shield) was missing. Additionally, the acoustic lens was nicked at the edge, nicked, and scratched and adhesive was chipped at top edge (gap between us head and acoustic lens visible) and the angle up/down knob- brake slightly released. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the cause of the adhesive peeling and cracking likely occurred due to stress and/or handling the device. The specific root cause could not be determined at this time. The following information is stated in the instructions for use (IFU): "3.2 inspection of the endoscope inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.